Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a nurse from (B)(6), of peritonitis in a patient coincident with extraneal viaflex and dianeal pd4 2.5 freeline solo therapies intraperitoneally (ip) for peritoneal dialysis (pd). At the time of this report, the action taken with extraneal and dianeal therapies was withdrawn. On an unreported date, the patient experienced peritonitis. The cause of the peritonitis was not reported. Remedial therapy included switching the patient from pd therapy to hemodialysis therapy on an unreported date.

Manufacturer narrative:
(B)(4). The complaint was not confirmed. No device malfunction or use error was identified. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed.